Event description:
It was reported that this right atrial (ra) lead was explanted with lead fracture. A new lead was implanted with the same model. No additional adverse patient effects were reported.